Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was confirmed due to defective q701 component on the ca board, causing fault. The root cause for the defective q701 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.